Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported via stelobot that a skin reaction occurred. The biosensor was inserted into the back of the upper arm on (B)(6) 2025 which was cleansed with alcohol prior to insertion. A skin reaction occurred at the sensor insertion site. On (B)(6) 2025, symptoms developed at the puncture site, including rash, redness, inflammation, discoloration, pimples, drainage, and signs of infection. The patient reported pain, itching, and burning sensations in the affected area. On (B)(6) (2025, the patient consulted a healthcare provider, who diagnosed cellulitis at the site. The arm was noted to be red, hot, and sensitive to touch. The provider prescribed an oral antibiotic (cephalexin, unspecified dosage, twice daily for 10 days). At the time of reporting on (B)(6) 2025, the patient¿s condition had improved. Mild swelling and hardness at the site persisted, but the infection has not spread. No additional customer or event details were available. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.